Manufacturer narrative:
Alleged failure: the serfas probe arcs in ssi environment but without any pedal activation or manual control. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a short circuit (possibly due to fluid ingress), inadequate gluing operations. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had continuous activation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device had continuous activation.